Event description:
It was reported that prior to insertion of the iab, it was connected to the fiber optics for zeroing. The helium line was connected to the iab and to the pump. During insertion, the pump began to alarm. To stop the alarm, the technician pressed "stop" instead of "raz." This action led to aspiration and to a new zeroing of the circuit within the helium line, and consequently resulted in the balloon unwrapping. The iab was stuck in the introducer. Because of this, the assembly was removed. There were no associated complications.